Manufacturer narrative:
The product is available for evaluation, however, as of to date, it has not been returned. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
Inflation and deflation difficulty. The report received indicated that the balloon would not inflate immediately; therefore, the physician applied more pressure and the balloon deployed very quickly. The physician then tried to deflate the balloon and it would not deflate immediately, it felt a bit stuck. After several tries of low inflating and deflating with the inflation device, the balloon finally deflated. There was no report of injury or adverse events to the patient.